Event description:
Customer reported that her buttons on her insulin pump was unresponsive when she attempted to change her reservoir. Customer's blood glucose was 137 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. No add'l info provided.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump was programmed to alarm low reservoir. The low reservoir alarm functioned properly during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).